Manufacturer narrative:
This report is submitted on november 15, 2018. (B)(4).

Event description:
Per the clinic, the patient sustained trauma to the implant site and subsequently the device was explanted (date not reported). Reimplantation is planned, however, this has not occurred as of the date of this report.